Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reyl0433 showed no other similar product complaint(s) from these lot numbers. Device not returned.

Event description:
It was reported that on (B)(6) 2015 it was placed the catheter PICC but allegedly without success due a reported problem in the guidewire that allegedly got stuck at the bevel of the needle during the procedure, then the puncture was lost. By the attempt of removing the guidewire together with the needle it was observed resistance and the guidewire frayed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was inconclusive due to the guidewire not being returned. The product returned for evaluation was one 4fr single-lumen groshong catheter, 4.5fr introducer dilator/sheath, and the guidewire straightener. The catheter had its flushing stylet inlaid. The guidewire was not returned for evaluation. The returned samples appeared free of usage residues and unremarkable to gross examination. The stylet was removed from the catheter and examined, and also appeared unremarkable. Microscopic examination of the samples was unremarkable. Tactile evaluation of the samples was unremarkable. The sample elements were patent to infusion using water from a 12ml syringe, with no leaks found from the catheter when hydraulically pressurized. No manufacturing defects or deformities were found with the returned samples. The alleged event could not be confirmed without receipt of the implicated guidewire.